Event description:
The event is reported as: customer alleges: pt became critical postoperatively and was rushed to the operating room to be reopened. The physician discovered a medium clip had fallen off a large vessel of the harvested saphenous vein graft, during a CABG procedure. Pt has fully recovered according to the physician and has been discharged.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.